Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Patient's weight was requested but not received.

Event description:
It was reported patient's right lead was not in an optimal location to provide effective therapy. Surgical intervention was undertaken on (B)(6) 2025 where in the lead was explanted and replaced. Therapy was restored post-operation.